Event description:
User experiencing occasional high results for magnesium for approximately 2 weeks. The user indicated this has affected approximately 10 samples per day out of 200-300 samples run each day. Only the following example was provided: initial result 3.1 mg/dl, repeat 1.9 mg/dl. Erroneous result was not reported. The field service representative determined the cell rinse mechanism level was too low. The instrument was repaired.